Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. Unable to confirm motor error alarm due to keypad unresponsive however; the motor passed the motor test. The insulin pump has cracked battery tube thread, cracked belt clip slot, cracked reservoir tube lip, cracked case near the display window corners, cracked on display window and stained end cap sticker noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime a month ago. She was able to clear the alarm herself. The customer was able to complete the rewind sequence. The insulin pump was working fine until she received a button error alarm. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.